Manufacturer narrative:
The visual inspection of the customer returned central processing unit (cpu) printed circuit board assembly (pcba) revealed no visual anomalies. A failure investigation (fi) technician installed the central processing unit (cpu) printed circuit board assembly (pcba) into a fi ventilator to duplicate the reported issue of backup alarm failed. The fi technician identified the backup alarm failed was caused by a failure in the ls1 component.

Event description:
The customer reported that a ventilator experienced a backup alarm failure during clinical use. The device was evaluated by the customer and an international philips field service engineer (fse). The fse reported that the unit was checked but the reported phenomenon was not duplicated, however, the event log revealed the occurrence of "check vent: backup alarm failed". The device was in clinical use at the time the issue was discovered. The patient was placed on another ventilator to continue therapy. There was no patient or user harm reported. The fse could not duplicate the reported issue, however, confirmed the reported issue via the event log. For this reason, the central processing unit (cpu) board was replaced for reoccurrence prevention.